Event description:
A surgeon reported that the cutter was unable to be inserted into the trocar during a vitrectomy procedure. The problem was solved by using another product. The procedure was able to be completed with no pt harm.

Manufacturer narrative:
The customer returned one probe because it was unable to insert into the trocar. The sample was visually inspected and found to be nonconforming because of epoxy on outer diameter of needle. The sample was functionally tested and found to be conforming for actuation and aspiration. The sample was dimensionally inspected for needle diameter and found to be conforming. The complaint of the probe being unable to insert into the trocar was caused by epoxy on the needle (improper mfg process). Upon notification of this complaint, the MFR shared a photograph of the epoxy on the needle with the mfg personnel to discuss the importance of ensuring the product meets criteria. (B)(4).